Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h10j26110) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The caregiver (cg) reported to baxter that the home patient (hp) had an infection and that peritoneal dialysis (pd) was discontinued. Baxter spoke to the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 who stated that the hp had peritonitis. The hp experienced onset of abdominal pain and cloudy effluent on (B)(6) 2011 and was hospitalized. Treatment was with vancomycin 1gm intravenous (IV) every 3 days. The hp was discharged (B)(6) 2011 and seen in the clinic (B)(6) 2011. The hp was still very ill and pd effluent was retested. Treatment was changed to intraperitoneal (ip) vancomycin 1gm every 3 days. On (B)(6) 2011, the hp was not improving and was again hospitalized for the continued illness. Treatment with ip vancomycin 1gm every 3 days continued in the hospital. The pd catheter was removed (B)(6) 2011, the hp was discharged from the hospital and the (B)(6) clinic on (B)(6) 2011 and began hemodialysis (hd) on (B)(6) 2011. The hp's recovery did not improve until after the pd catheter was removed, and the pdrn reported that the hp is now much better. The date for the last dose of ip vancomycin was unknown. The pdrn stated that the hp's plan is to return to pd therapy. An appointment is scheduled for reinsertion on (B)(6) 2011. The pdrn gave causality as touch contamination. The cg injects the pd solution with insulin with every therapy, and had possibly contaminated the injection port prior to administration.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.